Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. A medical procedure was reported and unknown if related to device/therapy. Caller reported she received a text message that indicated the unit was removed but the paddle lead left in place. Caller reported she has no further information, no patient, or device information. It was reported that the physician wanted to know if the patient could have an MRI scan. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. Patient information was provided. It was reported that patient's device was implanted about 8-10 years ago by some other hcp. Patient started coming to their clinic in 2017. Patient never complained about anything being wrong with the devices except that it was old and she just wanted it removed so she could have mris done for her other, unrelated health issues. The device was removed on (B)(6) 2018 by their clinic. Ins was removed. Lead was removed partially, because of the extra scar tissue patient had built around that part over the years. The tail side of the lead was left in the patient. The surgery went smooth. Devices were old and were not going to be returned for any analysis. No further complications were reported/anticipated.